Event description:
Customer reported, the left monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. No pt injury was reported.